Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the complaint could not be duplicated/confirmed during functional testing. The root cause of the complaint is unknown. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action was taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Event description:
It was reported that the device "shut down and over temp". Has happened twice and continues alarming. No patient harm, no additional information provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.